Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including periodic self-test, multiple shock testing, functional testing, and internal inspection without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.